Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Gastrointestinal bleeding and worsening heart failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy, and related comorbidities. There is patient, procedural and pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical data site that on (B)(6) 2014 the patient started with gastrointestinal bleeding (gi). On (B)(6) 2014 patient was admitted from clinic due to complain of bleeding from bowels for past several days (no vitals/labs at event onset). Patient noted to have increasing leg edema in the emergency department (ed) with 3+ pitting edema of extremities and was positive for melena. Admitted for diuresis and possible gi bleed. On (B)(6) 2014 the patient denies any bleeding. Remainder of hospital course patient continued diuresis. On (B)(6) 2014, bilateral lower edema (ble) edema decreasing. On (B)(6), patient was discharged home with no transfusion required during stay and the volume overload was stated to have been resolved. On (B)(6) 2014 the patient was back to the ed with complain of still having rectal bleeding. Patient reports generalized weakness, but denies syncope. Gi consult for lower gi bleed with plan for "nm" bleeding scan, interventional radiology (ir) consult for mesenteric angiogram with embolization, and colonoscopy. On mew admission to emergency department (ed) exam states guaiac positive stool, positive for fecal occult blood test (fobt). On (B)(6) 2014, "nm" bleeding scan showed no evidence of active bleeding. Interventional radiology (ir) was consulted for mesenteric angiogram, not recommended now, and nurse reports 2 bloody stools today. Transfused additional 2 unit's fresh frozen plasma (ffp). On (B)(6) 2014 patient received one unit of ffp by transfusion. No bloody stools noted and patient was discharged. The gastrointestinal bleed was stated to have resolved on (B)(6) 2014. No additional information available.